Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/18/2024, that on 07/10/2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with swelling, inflammation, and infection underneath sensor pod area only, which occurred 2 days after the sensor had been inserted in the arm. On 07/10/2024, the patient removed the sensor and noticed the infection and swelling on the insertion site. She disinfected the area and did not take any medication. On 07/11/2024, the patient went to urgent care in where the doctor prescribed keflex 500 mg every 12 hours and bactrim tablet (400mg/80mg) every 12 hours for 10-days. The patient was discharged the same day and started taking medication on the same day (B)(6) 2024. On 07/14/2024 the patient went to the same urgent care facility. The doctor advised her to continue taking the same antibiotics until she finished the 10-day medication. No other medication was prescribed, and the patient was discharged the same day. On 07/16/2024, the patient went to the emergency room, where the doctor performed minor surgery, lanced open the infected area and drained the pus. The doctor prescribed oral antibiotics. A photo of the skin reaction in the complaint record was reviewed. There was a visible cut on the skin remaining from the minor surgery performed and surrounded by a slight erythema. At the time of the report the patient was okay. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.